Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation

Event description:
It was reported to siemens that an error occurred while using the axiom artis dbc system. During an interventional procedure, the user reports sporadic movement problem, plane a stopped during movement. The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the error described was only a short stop of the movement and not a longer complete loss of movement. On the basis of the log file and the investigation on site it could be clearly understood that the collision protection of the flat detector had responded and sporadically led to problems in level a of a biplane system. After a few seconds, however, it was possible to continue at least in the opposite direction to drive out of the collision zone. In addition, the override mode, which allows all directions under the control of the operator and is also adequately described in the operating instructions / instruction for use (IFU), was available at all times. The device, installed in 2007, had a sporadic hardware defect of the collision protection according to the investigation. The affected collision protection for the flat detector has been exchanged by the local service organization and the error has not been reported again. A possible systematic error could not be determined. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.